Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the issue of a cut cable. The instrument was found to have a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Electrical continuity testing of the instrument passed. The other cables of the instrument's wrist did not exhibit any damage. Engineering evaluation also found scratches on the surface of the distal pulley.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff reported seeing a cut cable with a maryland bipolar forceps instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.